Event description:
The customer contact reported that the device touchscreen will not calibrate. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse patient events and no reported delays of critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found that the device touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.